Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient stated that the dexcom cgm displayed 96 mg/dl, while the blood glucose meter displayed 58 mg/dl. The patient lost consciousness at some point and regained consciousness three hours later; she also became agitated and was reportedly throwing things in the street and yelling at people. The patient's neighbors and son tried to help the patient by giving her soda to calm her and laid her down. At the time of the report, the patient was doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.